Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was reloaded with a wady usb and the software was updated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure, the system displayed stripes on the screen then locked up and would not reboot up. No pt injury was reported.